Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
Lesser quality dermal grafts, insufficient skin cut, lesser ability to expand the skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 30, 2018, it was reported that the device produced lesser quality dermal grafts, insufficient skin cut, lesser ability to expand the skin.. The customer returned a meshgraft ii device, (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea on (B)(6) 2017 revealed that the device was completely worn and damaged. Repair of the meshgraft ii was not performed by medicrea as the customer denied the repair quote and requested to cancel the repair operations on (B)(6) 2018. The reported event was confirmed since during product review it was noted that the device was completely worn and damaged. While during product review it was noted that the review it was noted that the device was completely worn and damaged, it is unknown how this occurred. Therefore, a root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.